Event description:
Paramedics attended to a person described as in cardiac arrest. An automated external defibrillator (AED) had been used on the pt prior to their arrival. A 3 lead pt cable was attached to the pt and the device was turned on. The monitor display allegedly displayed only a vertical line in the center of the crt display. The printer functioned properly and displayed the pt's ECG rhythm on the printed ECG strip. The AED was reattached to the pt and ECG monitored using the AED ECG display. The pt was diagnosed in a ventricular tachycardia arrythmia. Treatment was administered and the pt was transported to the hosp. There were no adverse affects to the pt reported as a result of the reported malfunction.